Manufacturer narrative:
Additional information: aware date used for date of event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled "comparative evaluation of the short-term outcomes of istent and istent inject w implantation combined with cataract surgery". Reportedly, following a cataract surgery plus trabecular microbypass stent system procedure, one (1) operative eye presented postoperatively with iritis. Any omitted information was not available through follow-up.